Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No additional information.

Event description:
It was reported that the bd nexiva 20 ga x 1 in single port catheter split. The following information was provided by the initial reporter: a nurse was using your 383516 and experienced the catheter splitting on retraction of the needle. Blood was present, patient experienced pain. Would like to return as part of product complaint.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E.1. Address was not located, and (B)(6) was used. E1. Address information was not provided, therefore, (B)(6) was used as a place holder. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.